Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the pace/sense portion of this competitor right ventricular (rv) lead was high and out of range. Loss of capture was also noted while other measurements were within range. This implantable cardioverter defibrillator (ICD) and rv lead will remain implanted and the patient will be monitored. No adverse patient effects were reported.